Manufacturer narrative:
(B)(4)

Event description:
It was reported that "I have fielded reports from several physicians regarding the wire in the larger arterial line kit (typically used for femoral artery lines). Specifically, in multiple instances the wire has "caught" on the introducer needle, gotten bent while passing it through the needle, and/or could not be passed through the needle. I experienced this once but attributed it to patient anatomy (perhaps it was a wire issue). A new kit was used to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time.

Event description:
It was reported that "I have fielded reports from several physicians regarding the wire in the larger arterial line kit (typically used for femoral artery lines). Specifically, in multiple instances the wire has "caught" on the introducer needle, gotten bent while passing it through the needle, and/or could not be passed through the needle. I experienced this once but attributed it to patient anatomy (perhaps it was a wire issue). A new kit was used to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.